Event description:
A pump reportedly declared an altitude alarm, but there was no adverse impact on the customer's blood glucose level, which remained below 500 mg/dl. The customer had encountered this issue before with the same pump. Technical support resolved the issue by sending a replacement pump, updating software, and instructing the customer on handling the new pump. The customer was informed about returning the problematic pump and acknowledged the instructions.